Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that this patient was admitted to the hospital for syncopal episodes. Upon interrogation of this cardiac resynchronization therapy pacemaker (crt-p) in clinic, it was found to be in safety mode. Due to unipolar configuration in safety mode, there was oversensing of myopotential noise which resulted in pauses in pacing. It was also noted that there was intermittent loss of capture due to the unipolar programming and the distal electrode programmed vector of the left ventricular (lv) lead which was a non-boston scientific product. This crt-p was explanted and replaced with a new device. The lv lead was reprogrammed to a new vector. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was admitted to the hospital for syncopal episodes. Upon interrogation of this cardiac resynchronization therapy pacemaker (crt-p) in clinic, it was found to be in safety mode. Due to unipolar configuration in safety mode, there was oversensing of myopotential noise which resulted in pauses in pacing. It was also noted that there was intermittent loss of capture due to the unipolar programming and the distal electrode programmed vector of the left ventricular (lv) lead which was a non-boston scientific product. This crt-p was explanted and replaced with a new device. The lv lead was reprogrammed to a new vector. No additional adverse patient effects were reported.